Manufacturer narrative:
The reported event of defective insulation was not confirmed. As received, a complete lead with an implant tool was returned for evaluation in one piece. Visual inspection of the lead revealed no anomalies with the exception of damage consistent with procedural damage. The s-curve hump height was measured within specifications.

Event description:
During an unrelated procedure, the replacement left ventricular (lv) lead was unable to be rinsed with saline solution. Visual inspection revealed insulation damage on the replacement lv lead. The lv lead was explanted and replaced with a new lv lead which was unable to be inserted due to difficult patient anatomy. The original lv lead was capped and remained implanted to resolve the event. The patient was stable and will continue to be monitored.